Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads (from the same lot) as part of his scs system. It was reported the pt experienced ineffective stimulation after he suffered a fall. The pt indicated he has stimulation in his left leg; but not in his right leg. The sjm rep was unable to resolve with reprogramming. The physician indicated the pt's leads may have moved after the fall. Surgical intervention was unable to resolve with reprogramming. The physician indicated the pt's lead may have moved after the fall. Surgical intervention was undertaken on (B)(6) 2013 and one lead was disconnected and an add'l lead was implanted. Intraoperative testing indicated effective stimulation.